Event description:
Additional information was received indicating that high capture threshold was due to dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event and the patient was in stable condition.